Event description:
This is a report in which a device and drug are identified as co-suspects. Therefore two case reports are being submitted in order to comply with FDA regulations mandating separate manufacturer report numbers for each suspect. See also manufacturer report number 2005154994 for listerine - formulation unspecified. An adult male consumer, who is currently used one tablet of efferdent anti-bacterial denture cleaner (sodium perborate monohydrate, potassium monopersulfate) 2 to 3 times daily beginning 2.5 years ago (exact date unspecified) to clean his dentrued. The consumer also used an unspecified amount of listerine - formulation unspecified (eucalyptol, menthol, methyl salicylate, thymol) and an unspecified) to clean his dentures (frequency and start dates unspecified). Two and one half years ago (exact date unspecified), the consumer had severe abdominal pain, "bleeding inside," blood in his urine, and "hemmoragie." He was transported to the hosp via ambulance and admitted to the hosp. The consumer reported being admitted to the hosp on three different occasions due to the events (dates unspecified). While in the hosp, he was treated with unspecified pain medications and unspecified IV fluid (treatment date unspecified). On an unspecified date, he had unspecified blood tests, urinalysis, and prostatic specific antigen (psa) tests performed (results unspecified). The consumer also reported that "the odeal was very depressing." Use of efferdent was discontinued in 2004 (exact date unspecified). It is unk if use of the lesterine and baking soda continue. The events resolved in 2004 (exact date unspecified). Follow up info received to pfizer in 2005 from consumer via telephone report: the consumer stated that the adverse events occurred one and a half years ago. He stated that listerine was not connected with the adverse events and that he was "using listerine previously with no problems". The consumer consulted a naturopath because doctors could not diagnose his condition. The naturopath "advised him that efferdent was a chemical and was the cause of his adverse events." The consumer reported that since the adverse events, he uses baking soda and sea salt to clean dentures. Addition info provided: med history (ex-smoker; history of congenital pyloric stenosis; sleep apnea; allergy to oridinary eggs; sensitive to chemicals) and concomitant medications (lasix and unspecified prostate pills).

Event description:
Male consumer used one tablet of efferdent anti-bacterial denture cleanser (sodium perborate monohydrate, potassium monopersulfate) 2 to 3 times daily beginning 2.5 years ago (exact date unspecified) to clean his dentures. The consumer also used an unspecified amount of listerine - formulation unspecified (eucalyptol, menthol, methyl salicylate, thymol) and an unspecified amount of baking soda (tradename unspecified) to clean his dentures (frequency and start dates unspecified). Two and one half years ago (exact date unspecified), the consumer had severe abdominal pain, "bleeding inside," blood in his urine, and "hemorrhage." He was transported to the hospital via ambulance and admitted to the hospital. The consumer reported being admitted to the hospital on three different occasions due to the events (dates unspecified). While in the hospital, he was treated with unspecified pain medications and unspecified IV fluids (treatment date unspecified). On an unspecified date, he had unspecified blood tests, urinalysis, and prostatic specific antigen (psa) tests performed (results unspecified). The consumer also reported that "the ordeal was very depressing." Use of efferdent was discontinued in dec 2004 (exact date unspecified). It is unknown if use of the listerine and baking soda continues. The events resolved in 2004 (exact date unspecified).